Event description:
An occlusion issue was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from a clinical diabetes specialist, conducted thorough troubleshooting without identifying a cause. The customer continued to use the pump for insulin therapy.